Event description:
This rv lead was implanted on 11 /16/06. A call to technical services on (B)(6) 2011 states that the ventricular lead impedance is trending upward and is at 1920 ohms today. Threshold was consistent, 2.1 v@0.4ms. Md aware and will. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).